Event description:
It has been reported to philips that the tempus pro "will not pass the boot phase" and the screen remains on the rdt boot up screen. There was no patient involvement at the time of the event. This occurred during annual service and update.

Manufacturer narrative:
Device problem code grid updated.